Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine follow up, interrogation of this implantable cardioverter defibrillator revealed in a code 1005 had been stored. The code indicated an open circuit was detected during shock delivery. The shock vectors were tested and the rv coil can produced a value of 128 ohms. The shock vector was programmed to triad (rv coil to ra coil to can) pending further evaluation. Device data was submitted to technical services for engineering review. Technical services discussed the shock impedance for the delivered shock would have had to be greater than 145 ohms to produce the error code. At this point, the efficacy of the device shocks may be in question and the guidance was to replace the right ventricular (rv) lead. No adverse patient effects were reported. The device and lead remain implanted and in service.